Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she receive an alarm. In troubleshooting blockage was found at the site. No further information was available.